Event description:
It was reported the pt felt discomfort at the ipg site due to its location. The physician decided to explant and replace the ipg. It was reported the issue was resolved as a result of the procedure.

Manufacturer narrative:
Correction # 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.